Event description:
It was reported that on (B)(6) 2022, during inspection, one (1) vertebral body spreader- angled was in disrepair. There was no patient involvement. This report is for one (1) vertebral body spreader- angled this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Visual analysis of the photo revealed that the vertebral body spreader- angled device (p/n: pdl114) had the leaf spring broken. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for vertebral body spreader- angled device (p/n: pdl114). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.